Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using a tandem wall adapter. The customer's blood glucose (bg) level was 141 mg/dl. Reportedly, the customer attempted to use an alternate wall adapter in order to charge the pump. Multiple contact attempts were made by tandem technical support to determine if the alternate wall adapter resolved the issue; however, the customer did not respond.